Manufacturer narrative:
Reliability analysis inspected 2 opened/used reservoirs and checked reservoirs snap-caps width dimensions per d6014595. Reservoirs failed per due to being under inspection also performed IFU d9195886-et2 section 6 and 7 using a new lab infusion set. Reservoirs failed per inspection found reservoirs too tight too connect/release.

Event description:
It was reported that the customer had issues with the reservoir and quick sets not connecting. Customer's blood glucose was 344 mg/dl. Troubleshooting was done for high blood glucose. Customer stated that the reservoir was not connecting like it should be. No further information provided.